Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and completed other, unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a shorted transistor, designator q7.

Manufacturer narrative:
Additional manufacturer narrative, of the supplemental 001 medwatch indicates: physio-control replaced the therapy pcb assembly and completed other, unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a shorted transistor, designator q7. Additional manufacturer narrative, of the supplemental 001 medwatch should indicate: the customer was provided with a replacement device. Physio-control replaced the device's therapy pcb assembly and completed other, unrelated repairs. Physio then observed proper device operation through functional and performance testing. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a shorted transistor, designator q7.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer was provided with a replacement device. (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service icon present when attempting to complete a user test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed an event code in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level.